Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally it was reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge. It was also reported that an undefined alarm sounded. Customer resumed insulin delivery successfully. Customer¿s blood glucose level was 248 - 257 mg/dl.